Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with a neurostimulator for non-malignant pain. It was reported that the patient had been in a lot of pain and that her device had not been giving her much relief. The patient stated that when she first got the implant, it helped with her pain for a little bit then it got worse. The patient reported the pain was intermittent and she experiences them in episodes. The latest episode had been the patient's worst one. The patient was in bed and was very sick at the time of the report. The patient was very distraught. The patient reported she needed an MRI because she had been in a lot of pain. It was unknown if the MRI was due to a problem with a device or therapy. The symptoms were reported to have started in (B)(6) of 2015. Additional information was received on 2016-03-03 from the patient that reported that the symptoms in (B)(6) have gotten worse. The patient feels that her stimulation is an emergency. The patient¿s feet were going numb and getting cold, toes cold on her right leg and her whole foot, lost feeling in both legs the other night, foot drop, hip pain of the left hip, and a ruptured disk in her back associated with her degenerative disc disease that is not related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.